Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration of essure device location of device: outside the margins of the right fallopian tube, perforation') in a 33-year-old female patient who had essure (batch no. He01zs-inv,70288dk-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hair loss. Concomitant products included nsaids since (B)(6) 2017, omeprazole (protonix) since (B)(6) 2017, pantoprazole since 2011 and paracetamol (acetaminophen) since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish,") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish,"), 22 days after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain/pain") and procedural pain ("post removal complication"). The patient was treated with ranitidine and surgery (salpingectomy (one side removal of fallopian tube).). At the time of the report, the uterine perforation, device dislocation and pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and procedural pain outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, procedural pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, migration, perforation , diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: per mr impression: 1. Successful occlusion of the left fallopian tube. 2. Patency of the right fallopian tube, with the essure device projecting outside the margins of the right fallopian tube.. Lot numbers he01zs and 70288dk are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: outside the margins of the right fallopian tube') in a 33-year-old female patient who had essure (batch no. He01zs-inv,70288dk-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hair loss. Concomitant products included nsaids since (B)(6) 2017, omeprazole (protonix) since (B)(6)2017, pantoprazole since 2011 and paracetamol (acetaminophen) since december 2017. On (B)(6)2017, the patient had essure inserted. On (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish,") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish,"), 22 days after insertion of essure. On (B)(6)2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain/pain"). The patient was treated with ranitidine and surgery (salpingectomy (one side removal of fallopian tube).). At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: unilateral salpingectomy, exam: rf hysterosalpingography mr impression: 1. Successful occlusion of the left fallopian tube. 2. Patency of the right fallopian tube, with the essure device projecting outside the margins of the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6)2018: per mr impression: 1. Successful occlusion of the left fallopian tube. 2. Patency of the right fallopian tube, with the essure device projecting outside the margins of the right fallopian tube.. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain lot numbers reported he01zs and 70288dk are invalid most recent follow-up information incorporated above includes: on (B)(6)2019: update of information (batch is not valid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: outside the margins of the right fallopian tube') in a 33-year-old female patient who had essure (batch no. He01zs-inv,70288dk-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hair loss. Concomitant products included nsaids since (B)(6) 2017, omeprazole (protonix) since (B)(6) 2017, pantoprazole since 2011 and paracetamol (acetaminophen) since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish,") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish,"), 22 days after insertion of essure. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain/pain"). The patient was treated with ranitidine and surgery (salpingectomy (one side removal of fallopian tube).). At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: per mr impression: successful occlusion of the left fallopian tube. Patency of the right fallopian tube, with the essure device projecting outside the margins of the right fallopian tube.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2019: quality safety evaluation of product technical complaint. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and device dislocation ('migration of essure device location of device: outside the margins of the right fallopian tube, perforation') in a 33-year-old female patient who had essure (batch no. He01zs-inv,70288dk-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hair loss. Concomitant products included nsaids since (B)(6) 2017, omeprazole (protonix) since (B)(6) 2017, pantoprazole since 2011 and paracetamol (acetaminophen) since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish,") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish,"), 22 days after insertion of essure. On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain/pain") and procedural pain ("post removal complication"). The patient was treated with ranitidine and surgery (salpingectomy (one side removal of fallopian tube).). At the time of the report, the uterine perforation, device dislocation and pelvic pain had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and procedural pain outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, procedural pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, migration, perforation , diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: per mr impression: successful occlusion of the left fallopian tube. Patency of the right fallopian tube, with the essure device projecting outside the margins of the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received : events - perforation and post removal complication added. Outcome of the events pain, migration and perforation updated as recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: outside the margins of the right fallopian tube') in a (B)(6) year-old female patient who had essure (batch no. He01zs, 70288dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hair loss. Concomitant products included nsaids since (B)(6) 2017, omeprazole (protonix) since (B)(6) 2017, pantoprazole since 2011 and paracetamol (acetaminophen) since (B)(6) 2017. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish,") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish,"), 22 days after insertion of essure. On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("physical pain/pain"). The patient was treated with ranitidine and surgery (salpingectomy (one side removal of fallopian tube)). At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: unilateral salpingectomy. Exam: rf hysterosalpingography mr impression: successful occlusion of the left fallopian tube. Patency of the right fallopian tube, with the essure device projecting outside the margins of the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2018: per mr impression: successful occlusion of the left fallopian tube. Patency of the right fallopian tube, with the essure device projecting outside the margins of the right fallopian tube. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr received : lot no.'s were added. New events, "abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: outside the margins of the right fallopian tube, pain, psychological or psychiatric problems condition: depression and mental anguish" were added. New reporter contact information was added. Patient's information was updated. Patient's demographics were added. Product information was added. Concomitant medications were added. Treatment medications were added. Lab data was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.